Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that physician did not know why the patient¿s pocket/suture line was not healing. The patient was to be seen on (B)(6) 2017 for a revision. There were no further complications reported or anticipated.

Event description:
Information was received from a healthcare professional (hcp) (via manufacture representative) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the device pocket was not healing well 7 weeks post-implant. It was also reported that there were no signs of infection but the top of the suture line was not healing well. During the report, it was noted that the suture line was open but the subcutaneous skin was closed, so the hcp started on antibiotics. The caller wanted to know if the hcp should remove the device or reposition the device to a different pocket. There were no further complications or anticipations reported with this event.